Event description:
Dr. Was deploying a mammomark marker in an ultrasound case. When the marker was deployed and the dr. Was retracting the applier, he noticed the plastic sleeve was missing from the applier. The sleeve did not show under the ultrasound but the dr. Is sure it is inside the breast. The pt was released with no apparent consequence.